Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator had abp, pap and temp equipment malfunction errors.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is completed.